Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 550 mg/dl. The customer did experience any symptoms such as a result of high blood glucose vomiting. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not returned for analysis.